Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a horizontal line on top display. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The initial reporter is a getinge employee who has different contact details from that of the event site. A contact phone at the event site is: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the tidal disk at 12,000,000 cycle interval, the scroll compressor and filters at 5000hr interval, and the batteries at the 4 year interval. The fse complete the preventive maintenance. The unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated aware date to 12/16/2021.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the defective display, and related top display labels to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.